Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was powering up to a blank screen. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the device's user interface and system control pcb assemblies. Stryker provided the customer with a repair quote and has made multiple attempts to contact the customer regarding the repair of their device, but no response has been received from the customer. Stryker returned the device to the customer without performing any repairs.

Event description:
The customer contacted stryker to report that their device was powering up to a blank screen. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker replaced the user interface pcba to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly. It was determined that the memory of integrated circuit chip, designator u2 had become corrupt and caused the reported issue.

Event description:
The customer contacted stryker to report that their device was powering up to a blank screen. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.